Event description:
It was reported that the locking screw got stuck in the plate hole. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The visual inspection revealed that the measurable dimensions of the concerned articles were checked and found to be in compliance with the technical drawings and specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. No product fault could be detected. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. We can only assume that there was a technical complication during operation or the healing process that caused this problem.